Event description:
During the implantation of the a nail, the set screw got jammed between the nail and the instrumentation. The target device was jammed and the surgeon had to cut it to end the surgery. The cut piece remained in the pt.

Manufacturer narrative:
Additional information has been requested. Device is still implanted.